Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that she woke up in the morning and had high blood glucose readings. The customer stated that she took a couple of injections and called the doctor. The customer stated that she did not feel okay to troubleshoot. The customer will be sent a replacement pump.